Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported occlusion alarm leading to high blood glucose (400mg/dl) on (B)(6) 2024. Troubleshooting confirmed blockage in the tubing. High blood glucose was addressed using correction injection via multiple daily injection. The infusion set was in use for less than 72 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.